Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse was reported via phone call they had hyperglycemia. Blood glucose level was 435 mg/dl. Customer reported that she had a brain tumor and was very insulin resistant. Customer was asking for assistance with pairing transmitter to insulin pump. Customer declined to troubleshooting. Insulin pump will not be returned for analysis.